Event description:
Device 1 of 3. Ref MFR report: 1627487-2012-11309. Ref MFR report: 1627487-2012-11309. The pt reported he had quit using the system a yr ago due to the issues. It was reported he had experienced heating while charging, and also reported the system would heat while not charging. In addition, the pt reported pain at the ipg and the lead implant sites that would require him to turn the system off. The pt reported he would like the system removed since it did not provide relief, and he will have an MRI at a future date. On (b)(5) 2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.